Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation of the returned device revealed extensive damages and disrupted surface finish. The damages observed were most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined. The contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-psrh and lot number, 108761219 combination found no related information if additional relevant information is received, a follow-up report will be submitted

Event description:
It was reported that patient underwent a bi-lateral tka procedure on (B)(6) 2014. Due to a loose tibia and femur the patient underwent a revision right tka procedure on (B)(6) 2016. During the revision procedure the surgeon explanted the following arthrex products: tibial tray ar-503-tttg (lot 108761208 ) ((B)(4)), femoral implant ar-503-psrh (lot 108761219) ((B)(4)), bearing implant ar-503-bg15 (lot 113601227 ) ((B)(4)) and patella implant ar-504-psc9 (lot 108601324) ((B)(4)). The revision was completed using another manufacturer's product. Patient was a male, dob (B)(6) 1964. Patient medical records dated (B)(6) 2016 noted patient has had chronic knee pain. Examination of the right with palpation demonstrated medial joint line tenderness and lateral joint line tenderness (diffuse tenderness throughout the knee, hypersensitivity to light touch) with trace effusion of the right knee. Records noted that right knee x-ray showed prosthesis in place with mild lucency around the tibial component.